Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported had an issue with taking the backflush in and out of the trocar cannula during a procedure and he thinks the trocar cannula was deformed. Additional information was received in the form of a memo which stated the backflush needle tip was caught inside the port and broke off. Both the trocar cannula and backflush were replaced. The procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
Two opened trocar assemblies and one opened handle/blade assembly with tip protector and a loose cannula/hub assembly were all received in a tray for the report of product got stuck in trocar. The samples were visually inspected and were found to be conforming. The samples were then dimensionally inspected for the cannula inner diameter and were found to be conforming. A functional fit test was unable to be performed since the associated probe was not returned. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned samples were found to be conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications. All trocar assemblies are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).